Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, upon opening the abdominal pocket, this lead was found to have a visible fracture. The physician then elected to remove the chronic system and implant a new and updated system for the patient. No adverse patient effects were reported during the procedure. The lead was partially abandoned. The explanted portion was discarded and would not be returned for analysis.